Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient's wife contacted lifescan on november 17, 2007 and alleged that the segments were missing on the patient's one touch ultra meter. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The wife reported that the alleged issue first occurred about 2 weeks ago (specific date/time was not provided). As a result of the reported issue, the patient took his usual dose of diabetes medication. She reported that after the reported issue began, the patient felt dizzy and almost passed out. He was taken to the hospital, but she could not remember the exact reading taken on the hospital meter. She stated, that it was just not more than 500 mg/dl. The patient was treated with insulin. The results obtained on the reported meter were not provided. It would have been helpful to obtain information leading to the symptoms, his blood glucose results on the reported meter, his diabetes medication regimen, his medication/food intake prior to the symptoms, and the hospital meter result. The complaint is being reported because the wife claimed that the patient felt dizzy and almost passed out after the reported issue began. He was treated with insulin at the hospital. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.